Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were analyzed and it was observed that there were two computed tomography (CT), three magnetic resonances (mrs), and five imaging system exams in them. From the logs also it was seen that there were multiple merges and registrations that were performed with CT, mr, and imaging system as references and the user went to navigation 5 times a few of which with the imaging system as reference. Logs did not capture any information on the views that are added as part of viewport and no information on the visibility of imaging system exam. The software analyst tried to reproduce the scenario with multiple combinations as references and could not replicate the behavior. Codes: b01, c19, d15 h2) please see section d9 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial h3) no parts were returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that while using the probe's eye view port to visualize lead placement, the system displayed an mr scan instead of the expected imaging system scan. The site ensured all other 2d images were hidden with no resolution. The site attempted to cycle views and swap viewports, reporting that occasionally the desired imaging scan would be visible for a split second in the probe's eye view before reverting back to the mr scan. There was a reported delay of less than one hour and no reported impact to patient outcome.